Event description:
The event is reported as: some of the medication is lost through the silicone valve before the patient inhales, which results in the patient not getting all of their medication. Aerosol would not exit each and every time. No patient injury reported.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.